Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event additional information is received a follow-up report will be submitted. Customer stated that the unit has been repaired therefore the unit will not be returned for evaluation. (B)(4).

Event description:
The customer stated that after doing the patient circuit calibration they can't adjust the maximum to minimum position using the limit knob. The map stays between 39-43 patient circuit calibration values. The factory trained biomed looked at the unit and the reported issue was confirmed, the limit knob is not adjusting to specifications. The needle valve assembly will be replaced. There was no patient involvement at the time of the incident.